Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient was concerned that the lead had come out. The patient was on the right side at 7.5. The patient also mentioned back pain. The patient changed to the left side and could not increase since they got an error message of ¿unable to provide desired settings¿. The patient switched back to the right side and could not increase past 0.2. On (B)(6) 2017 the patient stated that it was a bad day the day before with their symptoms. The patient was unable to turn stimulation off even after troubleshooting. It was noted that the trial started (B)(6) 2017. No further complications were reported.